Event description:
It was reported that the subject device had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the fiber bonding in the outer tube area (distal end) is damaged, cover glass of the insertion section is cracked a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cut in the cable is due to the protector of the video cable section being cut. A definitive root cause could not be identified for the damaged fiber bonding in the outer tube area (distal end) and the cracked cover glass of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had a cut in the cable. The issue occurred during an unspecified procedure. There were no reports of patient harm.